Manufacturer narrative:
An event of high gradient, "slight thickening of the leaflets," and regurgitation was reported. The reported obstructed leaflets due to pannus could not be confirmed. The results of the investigation are inconclusive since the device was not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25 mm trifecta valve was implanted. In 2018, the patient presented with a high gradient of 66.6 mmhg confirmed on echocardiogram. On (B)(6) 2018, the valve was explanted and replaced with a perimount valve (size unknown). Upon explant, the leaflets were observed to be obstructed stiff due to pannus ingrowth, and one of the two struts of the valve frame were kinked from explant. The patient is reported to be recovering.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted in a calcified native annulus with no complications. On (B)(6) 2018, the patient presented with a high gradient of 66.6mmhg and slight thickening of leaflets confirmed on echocardiogram. The left atrium was severely dilated and mild aortic regurgitation as well as a narrow regurgitation jet were observed. On (B)(6) 2018, the valve was explanted and replaced with a 25mm carpentier-edwards magna perimount. Upon explant, the leaflets were observed to be mobile but obstructed and stiff due to pannus ingrowth and a fibrotic annulus. One of the two struts of the valve frame were kinked from explant. The patient is reported to be recovering.